Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. All subsequent pacing impedance measurements were observed to be stable and within normal limits. Additionally, noise was observed when the lead was programmed to unipolar configuration, however, was unable to be recreated. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed lss function and possible causes. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.